Manufacturer narrative:
The fax received from the sales rep indicated that the patient was a (B)(6) female. The sds could not be moved on the wire. The whole system was removed and replaced with new equipment. There was no patient injury. Clinical impression: this complaint was received about the sds locked up on the guide wire and the entire system was removed as a unit and the procedure was completed with new equipment. There was no patient injury and the product was returned and oversized or improperly hydrated guidewire. There was a kink noted to the sds and a fracture was also noted and it was thought reverse bending was the caused. No further information about this event is known and will not be available. With the information available, the factor that seemed to have impacted this event is procedural. The following analysis was performed on the returned product: catalog and log history review: this is the first complaint for wire resistance received for this sterile lot number to date and the second report of this type for this catalog number in the past six months prior to this alert date. A review of route sheets performed for this product presented no related defects during final assembly manufacturing. Visual analysis: analysis was performed by guidant, product description: reference (B)(4); catheter was severely kinked at guidewire notch and the distal shaft was found to be broken 4 cm from the notch. Also, the coil was pulled out of distal shaft on the distal portion of severed shaft, including the tip. The sds was returned damaged. The shaft was severly kinked, fractured with the coil pulled out the distal tip. Damaged observation to the coil is believed to be related to a binding of either an oversized, damaged or improperly hydrated guidewire within the guidewire lumen, and the fractured shaft appears to be related to a reverse bending, (bending, straightening, and bending). Th exact cause for the severe kink could not be determined.

Event description:
Sds locked up on the wire.